Manufacturer narrative:
Investigation evaluation: an evaluation of the three (3) photos provided by the user confirmed the report. The first photo confirmed the label matched the lot number provided in the report. The second photo provided showed an opened plastic tray with trigger cord wound on the two-way handle with handle in the firing position, barrel with one black band still attached, irrigation adapter and loading catheter. The third photo provided was a close-up of the barrel with a single black band still attached and the trigger cord coming out of the handle. Our laboratory evaluation of the product said to be involved confirmed the report. The two-way handle with trigger cord still attached, the barrel with one black band, loading catheter and irrigation adapter were included in the return of the device. It was observed that the knot on the trigger cord was not seated properly in the slot on the handle. A visual examination of the trigger cord was performed, and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the tolerance. The trigger cord was intact and not broken. It appears that the last two (2) beads on the trigger cord had slipped under the last black band on the barrel thus preventing the band from deploying. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the latex bands were within the acceptable age date range. A review of the molded string sub assembly work order was conducted. This review confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A visual examination of the returned device showed that the knot on the trigger cord was not seated properly in the slot on the handle. Band deployment difficulty can occur if the knot on the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to the reported observation includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. The instructions for use also direct the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the knot on the trigger cord was not seated properly in the slot on the handle, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. Investigation evaluation: an evaluation of the three (3) photos provided by the user confirmed the report. The first photo confirmed the label matched the lot number provided in the report. The second photo provided showed an opened plastic tray with trigger cord wound on the two-way handle with handle in the firing position, barrel with one black band still attached, irrigation adapter and loading catheter. The third photo provided was a close-up of the barrel with a single black band still attached and the trigger cord coming out of the handle. Our laboratory evaluation of the product said to be involved confirmed the report. The two-way handle with trigger cord still attached, the barrel with one black band, loading catheter and irrigation adapter were included in the return of the device. It was observed that the knot on the trigger cord was not seated properly in the slot on the handle. A visual examination of the trigger cord was performed, and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the tolerance. The trigger cord was intact and not broken. It appears that the last two (2) beads on the trigger cord had slipped under the last black band on the barrel thus preventing the band from deploying. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the latex bands were within the acceptable age date range. A review of the molded string sub assembly work order was conducted. This review confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A visual examination of the returned device showed that the knot on the trigger cord was not seated properly in the slot on the handle. Band deployment difficulty can occur if the knot on the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to the reported observation includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. The instructions for use also direct the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the knot on the trigger cord was not seated properly in the slot on the handle, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. An evaluation of the three photos provided by the user confirmed the report. The first photo confirmed the label matched the lot number provided in the report. The second photo provided showed an opened plastic tray with trigger cord wound on the two-way handle with handle in the firing position, barrel with one black band still attached, irrigation adapter and loading catheter. The third photo provided was a close-up of the barrel with a single black band still attached and the trigger cord coming out of the handle. From the photo provided, it seems like the two legs of the trigger cord are no longer attached to the barrel. It is hard to tell from the photo provided as the two ends of the trigger cord have not been photographed clearly. Without return of the complaint device, a complete investigation could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the knot on the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Another possible contributing factor to the reported observation includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. The instructions for use also direct the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation, physician used a cook 6 shooter saeed multi-band ligator. The user advanced the device to desired position which was 40 cm from incisors. Then they deployed five bands. The last band didn't deploy [unable to effectively deploy bands] until the user recycled all the strings.